Event description:
Emt's responded to a patient in full cardiac arrest. The device was connected to the patient with disposable defibrillation/ECG electrodes and diagnosed as in asystole. ECG electrodes were connected to initiate external pacing. According to the reporter, at some time during the code, the device alarmed connect electrodes and stopped pacing. The device subsequently operated properly but the patient was not resuscitated. The reporter indicated the alleged device malfunction did not cause or contribute to the patient's death because the patient was not viable.